Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise oversensing was observed on this right ventricular (rv) lead. As a result, the patient was inappropriately shocked which induced the patient into ventricular fibrillation (vf). It was found that the lead had dislodged. The patient had increased follow-up, due to the device and the lead was subsequently removed and replaced. No additional adverse patient effects were reported.